Manufacturer narrative:
The biomedical engineer (bme) reported that 3 telemetry transmitters were experiencing intermittent signal drop and waveform artifact readings for spo2 on the central nurse's station (cns). He successfully replicated the issue himself on one of the units using channel 3502. Tech support (ts) then requested we start with swapping the leads with brand new ones on the units. After the leads were replaced for the unit on channel e506 sn (B)(6), the bme immediately noticed on the cns they were no more artifact readings for the spo2 on the 3 tiles that had been reported to have issues. It seems that replacing the leads on unit sn: (B)(6) had somehow resolved the issue for all 3. Since the new leads had been connected, there was also no signal loss. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10: concomitant medical device: central nurse's station model: pu-681ra sn: (B)(6) unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that 3 telemetry transmitters were experiencing intermittent signal drop and waveform artifact readings for spo2 on the central nurse's station (cns). He successfully replicated the issue himself on one of the units using channel 3502. Tech support (ts) then requested we start with swapping the leads with brand new ones on the units. After the leads were replaced for the unit on channel e506 sn (B)(6), the bme immediately noticed on the cns they were no more artifact readings for the spo2 on the 3 tiles that had been reported to have issues. It seems that replacing the leads on unit sn: (B)(6) had somehow resolved the issue for all 3. Since the new leads had been connected, there was also no signal loss. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that 3 telemetry transmitters were experiencing intermittent signal drop and waveform artifact readings for spo2 on the central nurse's station (cns). He successfully replicated the issue himself on one of the units using channel 3502. Tech support (ts) then requested we start with swapping the leads with brand new ones on the units. After the leads were replaced for the unit on channel e506 sn (B)(6), the bme immediately noticed on the cns they were no more artifact readings for the spo2 on the 3 tiles that had been reported to have issues. It seems that replacing the leads on unit sn: (B)(6) had somehow resolved the issue for all 3. Since the new leads had been connected, there was also no signal loss. No patient harm was reported. Investigation conclusion: both issues were resolved after replacing the leads. The complaint device would not be returned to nk. The cause of the spo2 artifacts was determined to be a failure with the leads. A specific root cause for the signal loss could not be determined from the resolution details. Additional device information: d10: concomitant medical device: central nurse's station model: pu-681ra sn: (B)(6) unique identifier (UDI) #: (B)(4). Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that 3 telemetry transmitters were experiencing intermittent signal drop and waveform artifact readings for spo2 on the central nurse's station (cns). He successfully replicated the issue himself on one of the units using channel 3502. Tech support (ts) then requested we start with swapping the leads with brand new ones on the units. After the leads were replaced for the unit on channel e506 sn (B)(6), the bme immediately noticed on the cns they were no more artifact readings for the spo2 on the 3 tiles that had been reported to have issues. It seems that replacing the leads on unit sn:(B)(6) had somehow resolved the issue for all 3. Since the new leads had been connected, there was also no signal loss. No patient harm was reported.